Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (menorrhagia),') in a 33-year-old female patient who had essure (batch no. Cs003v-inv ,cs0003v) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain, gravida ii, parity 2, migraine, pre-menstrual tension syndrome, uterine bleeding and migraine. Previously administered products included for an unreported indication: motrin and medroxyprogesterone. Concurrent conditions included endometrial ablation since (B)(6) 2016, hypertension, premenstrual dysphoric disorder, bleeding genital, inflammation, uterine leiomyoma, abdominal cramps, premenstrual syndrome, enterolysis, colposuspension, uterine prolapse, uterine inflammation and uterine adhesions. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2014 to august (B)(6) for contraception and bleeding genital, ciprofloxacin (cipro 500 mg) from (B)(6) 2013 to (B)(6) 2018, ibuprofen from (B)(6) 2013 to (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2018 for dysmenorrhea and pelvic pain, hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2018 and losartan from (B)(6) 2013 to (B)(6) 2018 for hypertension as well as bacitracin, bupivacaine (exparel), ciprofloxacin, ketorolac, medroxyprogesterone, misoprostol, nsaids since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) since (B)(6) 2014, promethazine and valsartan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and surgery (ablation (dated: (B)(6) 2016). And supracervical hysterectomy (uterus only).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: r tubal ostium.trailing coils in uterus: 3. L tubal ostium trailing coils in uterus: 3. Discrepancy noted in incretion date of essure previously reported as (B)(6) 2015. Discrepancy noted in incretion date of essure as per pfs (B)(6) 2014 and as per mr (B)(6) 2014. Discrepancy noted in lab data plaintiff did not undergo confirmation test. Operation performed: there are essure coils within the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, bleeding vaginal, menorrhagia and pelvic pain female. Reported lot number (cs003v) is not a valid lot number lot number:cs0003v manufacture date: 2013-10 expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. Cs003v-inv, cs0003v) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain, gravida ii, parity 2, migraine, pre-menstrual tension syndrome, uterine bleeding and migraine. Previously administered products included for an unreported indication: motrin and medroxyprogesterone. Concurrent conditions included endometrial ablation since (B)(6) 2016, hypertension, premenstrual dysphoric disorder, bleeding genital, inflammation, uterine leiomyoma, abdominal cramps, premenstrual syndrome, enterolysis, colposuspension, uterine prolapse, uterine inflammation and uterine adhesions. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2014 to (B)(6) 2014 for contraception and bleeding genital, ciprofloxacin (cipro 500 mg) from (B)(6) 2013 to (B)(6) 2018, ibuprofen from (B)(6) 2013 to (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2018 for dysmenorrhea and pelvic pain, hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2018 and losartan from (B)(6) 2013 to (B)(6) 2018 for hypertension as well as bacitracin, bupivacaine (exparel), ciprofloxacin, ketorolac, medroxyprogesterone, misoprostol, nsaids since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) since (B)(6) 2014, promethazine and valsartan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge/bladder/urinary problems: vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems") and post procedural complication ("post removal complication"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and surgery (ablation (dated: (B)(6) 2016). And supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal discharge and abdominal pain had resolved and the vaginal infection, depression, anxiety, urinary tract disorder, bladder disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: r tubal ostium. Trailing coils in uterus: 3. L tubal ostium trailing coils in uterus: 3. Discrepancy noted in incretion date of essure previously reported as (B)(6) 2015. Discrepancy noted in incretion date of essure as per pfs (B)(6) 2014 and as per mr (B)(6) 2014. Discrepancy noted in lab data plaintiff did not undergo confirmation test. Operation performed: there are essure coils within the cornua. Plaintiff received treatment for abdominal pain, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, bleeding vaginal, menorrhagia and pelvic pain female. Reported lot number (cs003v) is not a valid lot number lot number:cs0003v, manufacture date: 2013-10, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: bladder/ urinary problems, post procedural complications were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),'), menorrhagia ('abnormal bleeding (menorrhagia),') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. Cs003v-inv ,cs0003v) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain, gravida ii, parity 2, migraine, pre-menstrual tension syndrome, uterine bleeding and migraine. Previously administered products included for an unreported indication: motrin and medroxyprogesterone. Concurrent conditions included endometrial ablation since (B)(6) 2016, hypertension, premenstrual dysphoric disorder, bleeding genital, inflammation, uterine leiomyoma, abdominal cramps, premenstrual syndrome, enterolysis, colposuspension, uterine prolapse, uterine inflammation and uterine adhesions. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2014 to (B)(6) 2014 for contraception and bleeding genital, ciprofloxacin (cipro 500 mg) from (B)(6) 2013 to (B)(6) 2018, ibuprofen from (B)(6) 2013 to (B)(6) 2018 and oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2018 for dysmenorrhea and pelvic pain, hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2018 and losartan from (B)(6) 2013 to (B)(6) 2018 for hypertension as well as bacitracin, bupivacaine (exparel), ciprofloxacin, ketorolac, medroxyprogesterone, misoprostol, nsaids since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) since (B)(6) 2014, promethazine and valsartan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge/bladder/urinary problems: vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and surgery (ablation (dated: (B)(6) 2016). And supracervical hysterectomy (uterus only).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal discharge and abdominal pain had resolved and the vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: r tubal ostium. Trailing coils in uterus: 3. L tubal ostium trailing coils in uterus: 3. Discrepancy noted in incretion date of essure previously reported as (B)(6) 2015. Discrepancy noted in incretion date of essure as per pfs (B)(6) 2014 and as per mr (B)(6) 2014. Discrepancy noted in lab data plaintiff did not undergo confirmation test. Operation performed: there are essure coils within the cornua. Plaintiff received treatment for abdominal pain, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, bleeding vaginal, menorrhagia and pelvic pain female. Reported lot number (cs003v) is not a valid lot number lot number:cs0003v, manufacture date: 2013-10, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events per pfs: abdominal pain, general abnormal bleeding were added, outcome of abdominal pain, general abnormal bleeding, vaginal discharge were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (menorrhagia),') in a (B)(6) year-old female patient who had essure (batch no. Cs003v, cs0003v) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain, gravida ii, parity 2, migraine, pre-menstrual tension syndrome, uterine bleeding and migraine. Previously administered products included for an unreported indication: motrin and medroxyprogesterone. Concurrent conditions included endometrial ablation since (B)(6) 2016, hypertension, premenstrual dysphoric disorder, bleeding genital, inflammation, uterine leiomyoma, abdominal cramps, premenstrual syndrome, enterolysis, colposuspension, uterine prolapse, uterine inflammation and uterine adhesions. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone acetate (minastrin 24 fe) from (B)(6) 2014 for contraception and bleeding genital, ciprofloxacin (cipro 500 mg) from (B)(6) 2013 to(B)(6) 2018, ibuprofen from (B)(6) 2013 to (B)(6) 2018 and oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2018 for dysmenorrhea and pelvic pain, hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2018 and losartan from (B)(6) 2013 to (B)(6) 2018 for hypertension as well as bacitracin, bupivacaine (exparel), ciprofloxacin, ketorolac, medroxyprogesterone, misoprostol, nsaids since june 2014, oxycodone, paracetamol (acetaminophen) since (B)(6) 2014, promethazine and valsartan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder / urinary tract / vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe) and surgery (ablation (dated: (B)(6) 2016) and supracervical hysterectomy (uterus only).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: r tubal ostium. Trailing coils in uterus: 3. L tubal ostium trailing coils in uterus: 3. Discrepancy noted in incretion date of essure previously reported as (B)(6) 2015. Discrepancy noted in incretion date of essure as per pfs (B)(6) 2014 and as per mr (B)(6) 2014. Discrepancy noted in lab data plaintiff did not undergo confirmation test. Operation performed: there are essure coils within the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, bleeding vaginal, menorrhagia and pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received ¿ case becomes incident. New events abnormal bleeding (vaginal, menorrhagia), infection (bladder / urinary tract / vaginal) type: vaginal, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), and vaginal discharge were added. Outcome of event pelvic pain updated from unknown to recovering. Lot number were added. Product information indication and essure removal date were added. Essure insertion date were updated. Patient information date of birth, height and race were added. New reporter and consumer address were added. Medical history and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (menorrhagia),') in a 33-year-old female patient who had essure (batch no. Cs003v-inv ,cs0003v) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, dysmenorrhea, pelvic pain, gravida ii, parity 2, migraine, pre-menstrual tension syndrome, uterine bleeding and migraine. Previously administered products included for an unreported indication: motrin and medroxyprogesterone. Concurrent conditions included endometrial ablation since (B)(6) 2016, hypertension, premenstrual dysphoric disorder, bleeding genital, inflammation, uterine leiomyoma, abdominal cramps, premenstrual syndrome, enterolysis, colposuspension, uterine prolapse, uterine inflammation and uterine adhesions. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) from (B)(6) 2014 to (B)(6) 2014 for contraception and bleeding genital, ciprofloxacin (cipro 500 mg) from (B)(6) 2013 to (B)(6) 2018, ibuprofen from (B)(6) 2013 to (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2018 for dysmenorrhea and pelvic pain, hydrochlorothiazide from (B)(6) 2013 to (B)(6) 2018 and losartan from (B)(6) 2013 to (B)(6) 2018 for hypertension as well as bacitracin, bupivacaine (exparel), ciprofloxacin, ketorolac, medroxyprogesterone, misoprostol, nsaids since (B)(6) 2014, oxycodone, paracetamol (acetaminophen) since (B)(6) 2014, promethazine and valsartan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge/bladder/urinary problems: vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems") and post procedural complication ("post removal complication"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) and surgery (ablation (dated: (B)(6) 2016). And supracervical hysterectomy (uterus only).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, vaginal infection, dysmenorrhoea, vaginal discharge, abdominal pain, urinary tract disorder and bladder disorder had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: r tubal ostium. Trailing coils in uterus: 3. L tubal ostium trailing coils in uterus: 3. Discrepancy noted in incretion date of essure previously reported as (B)(6) 2015. Discrepancy noted in incretion date of essure as per pfs (B)(6) 2014 and as per mr (B)(6)2014. Discrepancy noted in lab data plaintiff did not undergo confirmation test. Operation performed: there are essure coils within the cornua. Plaintiff received treatment for abdominal pain, abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, bleeding vaginal, menorrhagia and pelvic pain female. Reported lot number (cs003v) is not a valid lot number. Lot number:cs0003v manufacture date: 2013-10 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of vaginal infection , bladder/urinary problems updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.